Manufacturer narrative:
(B)(4).

Event description:
Procedure: bullectomy. According to the reporter: the device would not open after it was fired. The jaws would not release from tissue and the surgeon had to cut around the jaws and then reseal. Another device was opened and used to reseal the tissue.